Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller stated that the patient's ins takes a long time to charge. The caller further clarified that it takes forever for the ins battery level to advance. The caller could not confirm any information regarding recharging as the caller was not with the patient equipment on the call. The caller stated the issue started a month ago. No further complications were reported. No patient symptoms were reported.